Manufacturer narrative:
One 4.0 mm customized flextend¿ tracheostomy tube was returned for investigation. Visual inspection revealed that one of the device eyelets was torn completely through; the second eyelet was only partially torn and was still intact. During functional testing, the eyelet that was partially torn was instron pull tested; the eyelet was found to be within specification. Investigation was unable to determine the root cause of the eyelet tear.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.(B)(4).

Event description:
It was reported that a pediatric tracheostomy tube flange broke and the tracheostomy ties could not hold the tracheostomy tube in. The patient's mother reported that as the patient's father was getting the patient ready for bed, the patient handed the father the tracheostomy tube. The parents confirmed that the tracheostomy ties were completely intact. The patient's oxygen saturation levels decreased to 80% and an emergent tracheostomy tube change was performed. The patient's oxygen saturations levels rose to 98%. Per the mother: "the patient wears a heat moisture exchanger (hme) at all times. The patient does not bother or pull on the tracheostomy tube. The patient uses a stoma seal tracheostomy tube as the devices can be difficult to place. The patient originally needed the tracheostomy tube due to bronchopulminary dysplasia and also has 3 tracheal cartilage rings that are damaged and when the tracheostomy tube is removed the airway collapses. The parents perform weekly tracheostomy tube changes and have been rotating the three tracheostomy tubes that they have. The tracheostomy tubes are cleaned by boiling water and then removing from heat the tracheostomy tube is then placed into the water. Patient is unable to have two changes because it will irritate the stoma." No further adverse health outcomes were reported.